Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a line blockage alert was observed during use of the device. Troubleshooting identified a kink in the infusion set tubing, which was corrected, and the device resumed normal operation thereafter. There was patient involvement with no reported patient injury. The kinked tubing would likely to cause occlusion in the tube.